Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter read inaccurately high. The pt tests her blood glucose 3 times a day. She takes sliding-scale novolog insulin based on her meter readings. The reporter indicated that the alleged meter issue started on the same day. On that day in the afternoon, the pt reportedly started having symptoms of dizziness, confusion, sweating, and blurry vision. The reporter did not know what meter readings the pt obtained earlier that day or how much insulin she took. Since the pt was not feeling well, the reporter tested the patient's blood glucose at 5:09 pm and got a result of "83 mg/dl." Since the result appeared to be normal, the reporter and pt did not think the symptoms were related to her blood glucose. The reporter explained that the pt usually does not feel symptomatic unless her blood glucose is equal to or less than "70 mg/dl. So, the reporter called the paramedics and did not administer any treatment to the pt. At around 6:00 pm, the paramedics arrived and tested the patient's blood glucose with an emt meter. The paramedics obtained a result of "54 mg/dl" and then treated the pt with juice and 2 glucose tablets. After the treatment was given, her blood glucose was rechecked on the emt meter and a result of "55 mg/dl" was obtained. The pt was then given "a tube of something" that "didn't help." The pt was then treated with IV glucose. According to the reporter, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The reporter did not have control to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt received medical treatment for hypoglycemia from paramedics after the alleged meter inaccuracy issue started. The patient's meter reading did not correlate with her symptoms and treatment. It is not known as to what meter readings the pt obtained prior to developing the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.